Manufacturer narrative:
(B)(4) it was reported that when they were performing the fast anatomical mapping (fam) geometry in the left atrium (la) during a pulmonary vein isolation (pvi) procedure, the physician could no longer move the smart touch bidirectional catheter. The catheter was in the right superior pulmonary vein (rspv) and it seemed as if the catheter was stuck in the sheath as there was a lot of resistance. After gently manipulating the catheter, the physician succeeded to get the catheter moving again in the sheath. Before they continued the procedure, the catheter was visually inspected. There was tissue wrapped around the tip of the catheter that looked like elastic tissue. It felt and looked as if the endothelium was stripped off of the rspv. They removed part of the tissue, but the rest remained present around the tip of the catheter. After confirmation of no complications of the heart with the transesophageal echocardiogram (tee), the catheter was replaced by a new one and the procedure was continued successfully without any consequences for the patient. The catheter was visually inspected upon receipt and the rocker arm was no longer attached to the handle. In addition, a foreign material was observed on the tip. A ft-ir test was performed on the foreign material. The representative spectrum obtained showed that the material had a biological composition similar to the one shown by human tissue. However, it remains unknown the origin of it. In addition, the catheter ods were measured and device was within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent foreign material from leaving the facility. The customer complaint in regards to the tissue has been verified, however it remains unknown the origin of it. For the resistance issue the complaint cannot be confirmed.

Manufacturer narrative:
Reported device lot# 16007311m. (B)(4).

Event description:
It was reported that when they were performing the fast anatomical mapping (fam) geometry in the left atrium (la) during a pulmonary vein isolation (pvi) procedure, the physician could no longer move the smart touch bidirectional catheter. The catheter was in the right superior pulmonary vein (rspv) and it seemed as if the catheter was stuck in the sheath as there was a lot of resistance. After gently manipulating the catheter, the physician succeeded to get the catheter moving again in the sheath. Before they continued the procedure, the catheter was visually inspected. There was tissue wrapped around the tip of the catheter that looked like elastic tissue. It felt and looked as if the endothelium was stripped off of the rspv. They removed part of the tissue, but the rest remained present around the tip of the catheter. After confirmation of no complications of the heart with the transesophageal echocardiogram (tee), the catheter was replaced by a new one and the procedure was continued successfully without any consequences for the patient. Additional clarification has been requested on the event, but no additional information has been provided.